Manufacturer narrative:
Follow-up # 1 ¿ (03/29/2014), the patient¿s meter has been returned and evaluated by lifescan product analysis on (B)(4) 2014 and (B)(4) 2014, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the lay user/patient¿s neighbor contacted lifescan (lfs) alleging the patient¿s one touch ultra 2 meter read inaccurately low compared to his feeling and or normal results and to another device. The complaint was classified based on the customer care advocate (cca) documentation. The reporter stated that the alleged inaccuracy began ¿sometime in november¿. At an unspecified date/time, the reporter stated the patient obtained a blood glucose result of ¿198 mg/dl¿ with the subject meter. The reporter also stated the patient obtained a blood glucose result of ¿221 mg/dl¿ with the subject meter and ¿300 mg/dl¿ with another device (doctor¿s meter), performed greater than 30 minutes from each other. The patient manages his diabetes with insulin (unknown type, self-adjuster) and denied taking any action in regards to his diabetes management regime in response to the alleged inaccurate result(s). The reporter claimed, ¿25-40¿ minutes after the alleged issue occurred, the patient developed symptoms of ¿very weak, pale, sweating, and shaking.¿ the reporter denied that the patient received any medical treatment. During troubleshooting, the customer care advocate (cca) confirmed that the subject meter was set to the correct unit of measure setting. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.